Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, architect hbsab list 7c18 that has a similar product distributed in the us, (B)(4).

Event description:
The customer observed a false positive anti-hbs result on the architect i2000sr analyzer. The following data was provided (miu/ml): (B)(6) initial 44.95, repeats 0.11, 0.22, 0.20, 0.11, 0.09 ; (B)(6) initial 98.41, repeats 75.14, 64.08, 57.76, 91.76, 96.15, 106.12, 102.67 . There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, and a review of labeling. No adverse trend was identified for the customer's issue. No return patient sample was available. It is possible that the variation in results observed by the customer are due to sample integrity issues at time of testing. Historical performance of the reagent lot was evaluated using world wide data. The patient data was analyzed and within established control limits. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.